Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's therapy was not helping and they wanted the ins explanted. They had been reprogrammed multiple times but none seemed to help the patient. The issue was not resolved. The patient was going to find another doctor to explant the device and did not want further reprogramming.